Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing during a slow ventricular tachycardia (vt) episode, leading into a delay in therapy. Technical services (ts) recommended to reprogram the device. This crt-d remains in service. No adverse patient effects were reported.